Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported as a malfunction because the reported results do not meet lfs¿ precision criteria, and the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(6), alleging that her onetouch verio2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the meter started reading inaccurately ¿a couple of months¿ prior to contacting lfs, when she obtained alleged inaccurate erratic readings of ¿24.0 , 11.x, 10.x and 8.x mmol/l¿ performed on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs¿ precision criteria. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that she continued with her usual dose of diamicron following the start of the alleged issue. She alleged that after a couple of months, ¿3 weeks ago and again this week¿, she developed symptoms of ¿low blood sugar - sluggish, light headed¿. She reported that she self-treated her symptoms with food and/or drink. No medical intervention was specified. The patient denied using any other device to test her blood glucose levels. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and the test strips had been stored correctly. The patient was unable to confirm whether the test strip vial was cracked or broken. The patient had used the same approved sample site and the correct testing technique. However, she did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Correction ((B)(6)2015) - incorrect narrative previously sent for this complaint on (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the meter started reading inaccurately ¿a couple of months¿ prior to contacting lfs, when she obtained alleged inaccurate erratic readings of ¿24.0 , 11.x, 10.x and 8.x mmol/l¿ performed on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs¿ precision criteria. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that she continued with her usual dose of diamicron following the start of the alleged issue. She alleged that after a couple of months, ¿3 weeks ago and again this week¿, she developed symptoms of ¿low blood sugar - sluggish, light headed¿. She reported that she self-treated her symptoms with food and/or drink. The patient also reported that she ¿decreased her food intake as treatment of higher blood sugars¿. No medical intervention was specified. The patient denied using any other device to test her blood glucose levels. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and the test strips had been stored correctly. The patient was unable to confirm whether the test strip vial was cracked or broken. The patient had used the same approved sample site and the correct testing technique. However, she did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the reported results do not meet lfs¿ precision criteria, and the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 3: the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.